Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/06/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Turned on receiver and visual inspection of lcd screen failed. Functional testing was performed and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.